Event description:
During perfusion, the customer observed that the recirculation tubing had become fused. Their own troubleshooting efforts were unsuccessful, so they elected to replace the affected section with tubing from another kit. Following perfusion, the liver proceeded to transplant successfully.

Manufacturer narrative:
Investigation of the event is still pending.